Event description:
It was reported that during a da vinci thoracic duplication cyst resection procedure, insulation was cracked/torn off of the shaft of the monopolar cautery instrument, caused by the straight 5mm trocars that they used to use. The customer started using a flared trocar and no more issues. A little piece that fell into that patient was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. He stated the trocar was inspected prior to starting the procedure and no issues were found. The fragment that fell inside the patient was retrieved during the same procedure. He denied any x-rays were performed and the patient did not return with any post-surgical complications.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube insulation exhibited damage approximately 2 ¾ inches below the base of the snake wrist. A piece measuring approximately 0.8 x 0.22 was completely removed from the main tube. An additional observation not reported was a kinked flush tube. Cleaning of the instrument had been compromised. Further observation showed the bearing inside the housing was corroded as a result of the compromised cleaning. The roll function of the instrument was very stiff and exhibited high friction due to the corrosion. Based on the information provided, this complaint is being reported due to the following conclusions: a pieced of the monopolar cautery instrument allegedly broke off into the patient and the fragment was retrieved.